Event description:
New information received notes that the physician alleged a helix malfunction, possibly causing the right atrial (ra) lead dislodgement. The lead dislodgement was observed when the generator was connected prior to pocket closure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead dislodged despite several repositioning attempts. The physician suspected a lead-related issue and decided to abandon implantation of an atrial lead. The patient was in stable condition.